Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal ablation and the patient experienced a pericardial effusion (pe) that required pericardiocentesis, surgical intervention and prolonged hospitalization. At the end of the case, a pericardial effusion was noticed in the patient. After removing all the catheters from the patient, it was noticed that the "closure devices were not working." Shortly after that, it was noticed that the patient's blood pressure was dropping on the anesthesia monitor. A non-bwi ultrasound probe was then utilized on the patient, and it was discovered and confirmed that there was a pericardial effusion present on the uls (ultrasound). The medical intervention provided to the patient was pericardiocentesis, and about 2l of fluid was removed. The patient was admitted to the cv-or (cardiovascular operating room). It is unknown what they specifically did in the cvor but the patient's chest was opened. The patient required extended hospitalization. In cvor, the test showed the pe was from the base of the ivc (inferior vena cava). A transseptal puncture was performed. Ablation was performed prior to noting the pe. An irrigated catheter was used (varipulse) with flow setting of 30 ml.